Event description:
A customer reported that their AED's asi is flashing red, and it will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which the unit would not power on. Further investigation identified the root cause as a failure in the connection of an integrated circuit chip component.